Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys t4, elecsys tsh v2, ft3, ft4, t3, t4, anti-tg, estradiol, fsh, vitamin b12, folate, ige, cortisol, and dhea-s results for 22 patient samples on two cobas e 801 analytical units. A doctor questioned the initial results which prompted the customer to repeat previously tested patient samples. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The tsh reagent lot number is 868935 and the t4 reagent lot number is 836916. The other reagent lot numbers and expiration dates were not provided. The field service engineer (fse) found a water leak on the analyzer and replaced the water pump. The investigation is ongoing.